Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr 1.3, 2.0. On (B)(6) 2010: pt increased her warfarin dose (2 pills taken) because she was worried that her blood was getting thick due to inratio meter inr results. Pt's doctor called and told her to stop taking any warfarin for a few days because blood is too thin. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.